Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was unable to be specified. It is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and was confirmed as the adhesive around the objective lens was peeled. Additional findings include; due to a pinhole on the bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on the bending section cover had a chip. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an air/water leakage with the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive on the objective lens was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.